Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. The stylet/guidewire was damaged. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant. Visual analysis found guidewire tip bent inside lead tip nose. There was also dried blood obstructed in lead at distal end within 20 cm. (B)(4).

Event description:
It was reported that during an implant procedure, the stylet was stuck in the lead lumen. Another lead was implanted. No patient complications have been reported as a result of this event.